Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery because the device was locked in the erect position. The existing app was explanted and replaced with a new one as a result. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.